Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices implanted and involved in this event: pxc141200/10412417, pxc141400/10535178 and pxc201000/9466363.

Event description:
On (B)(6) 2012, the patient underwent treatment of a 10 cm abdominal aortic aneurysm with four gore excluder aaa endoprostheses. It is reportedly unk which devices were implanted on the left contralateral side. In (B)(6) 2013, imaging reportedly showed the aneurysm sac measured -5cm. On december 19, 2013, the patient presented to the hospital with back pain, the same day imaging identified a type iii endoleak between the two devices implanted on the left side. It was also reported the aneurysm sac had increased in size to -8cm. On (B)(6) 2013, an intervention was performed whereby a contralateral leg component was implanted as a bridge between the two devices to treat the endoleak. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.